Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, "autoimmune issues, and silicone reactive disorder" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation. Connective tissue disease (ctd): concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants.

Event description:
Patient reported left side capsular contracture, baker grade unknown, "health problems specified as: autoimmune issues, chronic fatigue, silicone reactive disorder, and pain." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, fluids. Leak test was performed and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: during the analysis no were observed openings. No issues found related with the manufacturing process.

Event description:
Patient reported left side capsular contracture, baker grade unknown, "health problems specified as: autoimmune issues, chronic fatigue, silicone reactive disorder, and pain." Device has been explanted.